Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in mildly tortuous and mildly calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was pulled out through the guidewire and the procedure was completed with another of same device. There were no patient complication reported and the patient status was stable.